Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulties occurred. Details of the target lesion are unk. While advancing a 3.0x20mm veriflex stent delivery system (sds) severe resistance was noted and the sds did not cross the lesion. When the sds was removed from the pt there was also slight resistance. The procedure was completed with a different device. No pt complications occurred and the pt's current condition is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).